Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2021. The patient was recovering.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed low pacing impedance and noise over-sensing on the right ventricular lead. Noise was reproducible and inhibited pacing. It was suspected that there was an insulation abrasion issue. Programming changes were made. The patient was in stable condition.